Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record was unable to be performed due to the unknown lot number. Product specific trending for the past three years shows there has been twenty-two similar reports. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: the involved angio-seal device was used on a antegrade stick after a peripheral case was performed; the doctor is very skilled and has deployed hundreds of angio-seal devices; the angio-seal foot plate never exited out of the sheath thus closure was unsuccessful; the doctor had to hold pressure; and no other devices or equipment were used with the reported device. Additional information was received on (B)(6) 2017. The outcome was fine. The patient was fine. There was no significant blood loss reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The exact cause of the reported event cannot be definitively determined based on the available information.